Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41mg/dl. A pump log review was performed, and it was found that the customer "stacking insulin" leading to the decreased bg. No additional information provided.